Event description:
An attempt was made to use a mo.ma ultra cerebral protection device to treat a lesion in the left internal carotid artery (ica) which had 99% stenosis. Calcification was not visible under fluoroscopy. The external carotid artery (eca) was reported to be tortuous and the aortic arch was type 1. The device was inspected and flushed prior to use with no issues noted. It was reported that some difficulties were experienced inserting the wire in the ica. It was reported that the patient had a seizure and stroke as a result of air introduced during the procedure. Blood aspiration was performed.

Manufacturer narrative:
Results: inherent risk of procedure (stroke). (B)(4).